Event description:
It was reported that during use of the bd veritor plus analyzer, the cartridge was not being incubated for the appropriate amount of time. Analyzer was giving each test a negative result after 3 minutes instead of 15 minutes. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd veritor plus analyzer displayed false negative results (catalog number 256066, serial number (B)(6) ). Bd quality did not receive a return for this complaint; therefore, returned sample analysis could not occur. If returns are received at a later date by bd quality, the complaint may be reopened. Therefore, the complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd veritor plus analyzer, the cartridge was not being incubated for the appropriate amount of time. Analyzer was giving each test a negative result after 3 minutes instead of 15 minutes. There was no report of patient impact.